Event description:
It was reported to philips that the wireless foot switch lost its connection. The system was in clinical use. No user or patient harm has been reported.a philips field service engineer (fse) visited the site and replaced the wireless foot switch. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency procedure was completed using the wired footswitch. There was no indication on the wi-fi (led) and the battery, and the base station was green. A philips field service engineer (fse) inspected the system onsite and identified that there was a wireless footswitch (wfs) connection problem. The fse replaced the wireless footswitch (wfs) and the wfs base station to resolve the issue. A failure analysis test was performed on both the wfs and the wfs base station. The tests determined that there were no issues with the base station. All four anti slip rubbers in the footswitch are missing. The exact cause of this inability could not be definitively identified. Nonetheless, after the necessary replacements were made, the system was returned to use in good working order. The investigation determined that this malfunction is not connected to any field safety corrective action. The codes were updated based on the investigation outcome.